Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the half-height drawer was missing from the drawer specified in the auxiliary list. A field service engineer discovered that the bus cable connecting to the drawer was loose. The issue was resolved by properly reseating the cable. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was unable to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.